Event description:
The pt reportedly experienced sound quality issues between the external equipment and the cochlear implant. External equipment was exchanged and programming changes were made. However, the reported problem was not resolved. Testing performed confirmed that the pt's device was functioning. It was also reported that the pt experienced a decrease in performance over the past 1 1/2 year. The doctor made the decision to implant the contralateral side due to concerns about the structure and anatomy of the implanted side.